Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the post-procedural checks, ports were visually inspected for damage when it was noted that the proximal seal of one of the ports had a slight tear in it. There was no patient involved.